Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered that there was brown foreign material found in the adhesive of the bending section cover and inside of the light guide lens. These findings were due to insufficient cleaning or mishandling of the scope. Upon further inspection, it was observed that water tightness was lost due to deformation of the angulation knob in all directions. It was also observed that the scope connector case, air, and water cylinder had discoloration. It was observed that the label on the scope connector was damaged. It was also observed that water tightness was lost due to damage on the channel tube. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the objective lens had a chip. It was observed that the light guide lens had a crack. It was also observed that the universal cord had a wrinkle. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: grip, forceps channel port, suction cylinder, switch box, control unit, scope cover, scope connector cover unit and on the plug unit. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera iii gastrointestinal videoscope to the service center. During a standard inspection and estimation of the returned device, it was observed that the inside of the light guide lens was dirty and foreign objects were in the adhesive of the bending section cover was identified and are reportable malfunctions per the risk summary app (rsa). The new aware date for this reportable malfunction is 31may2023. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Due to a leak, it is likely that the reprocessing could not be done properly and the foreign matter could not be removed. The event can be detected/prevented by following the instructions for use which state: "if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair." Olympus will continue to monitor field performance for this device.